Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual and functional inspections were performed and the samples met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.